Event description:
It was reported that the device displayed an error message upon interrogation after damage was observed at the device pocket. Diagnostic imaging was performed and device damage was confirmed. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.